Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. Visual inspection observed the load point 1 label to be missing. The label will be replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device was found to have a missing load point 1 label. No additional information is available.